Event description:
The iab leaked back into the safety chamber; large amount of blood in line; pumping was not resumed; new iab was inserted; pumping successfully resumed; pt was transferred to another facility; rpt'd 5/8/97. Event complications: unk - rpt'd 4/18/97; none - rpt'd 5/8/97. Pt current status: stable - rpt'd 5/8/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.